Event description:
It was reported that the healthcare professionals (hcp) went in for an exploratory procedure on the morning of (B)(6) 2015 and discovered fluid in the pocket which was thought to be a seroma. The reporter noted that the seroma presented ¿3-4 weeks ago.¿ the patient had been getting good therapy prior to the procedure and had not experience any withdrawal symptoms or therapy issues. During the catheter revision they couldn¿t get anything when trying to draw back on the old catheter. A kink in the catheter was visualized during the surgery that was located between the anchor and the fascia. X-rays had been negative for a catheter issue. The entire catheter was replaced with an ascenda 8780. The patient experienced a symptom of not being able to bend her feet. The manufacturer¿s representative noted that the patient had been kept overnight for observation and was doing fine. The hcp stated that a postoperative appointment had not yet occurred and they did not know how the patient was doing. The pump was used to infuse lioresal (baclofen). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).